Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device exhibited a da error. Technical services (ts) was contacted to provide recommendations. Ts reported the error as a self resolving issue, with no patient or user impact. If needed, a data analysis would be able to identify the date/time of the specific occurrence. No system changes are required; no adverse patient effects were reported.